Manufacturer narrative:
(B)(4). As a lot was not provided, a device history could not be performed. Additional information was requested and the following was obtained: additional information: what is the product code for the linx that was removed (how many beads)?16 . Was this a clasp linx or a suture linx? Clasp . Can you confirm that the explant took place on (B)(6) 2018? If this is not correct, please provide the correct date. Confirmed (B)(6). Is the patient still maintaining the possession of the linx and the linx will be unavailable for return? Yes . Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No . Is the patient currently taking currently taking steroids / immunization drugs? Na . Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes- ongoing dysphagia . Was there any hiatal or crural repair done at the same time as the implant? No . Was mesh used at time of implant? No . What was the reason for removal of the linx device? Ongoing dysphagia . At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes . Have the symptoms resolved since the device was explanted? Na.

Event description:
It was reported that an explant took place. There were no adverse consequences for the patient reported.